Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. It was also stated that the was wearing the sensor, and was getting sensor error alarms after the initialization. Troubleshooting revealed that the sensor insertion appeared normal. The test plug procedure was not possible at the time of the call. Nothing further was reported.